Event description:
It was reported that an ilet user experienced hyperglycemia with a reported blood glucose up to 400 mg/dl over approximately two days after discontinuing ilet use and not employing backup therapy. The user contacted support, was advised to perform a fingerstick calibration, and completed a factory reset as recommended by clinical support. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and subsequent return of glucose values to range per device report. Investigation included technical support troubleshooting, device use counseling, and user re-education. Investigation of this case revealed no device alerts or alarms and that the issue¿s cause remained unclear. It was concluded that the event was user-reported hyperglycemia with cause undetermined, with restoration of in-range glucose after guidance and factory reset. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.